Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage on the conductor wire¿s insulation. The internal wire was exposed due to the damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a broken cable. There was no report of patient involvement or no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: wire was having issue. It was identified during cleaning process.